Event description:
It was reported that a pt underwent a tonsillectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. An x-ray was done and the needle could not be located. No add'l info was available regarding the pt f/u because, the pt went to a different facility for another x-ray.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.